Event description:
The caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and cartridge before resuming insulin. Despite ongoing occlusion problems, the customer declined further assistance.